Manufacturer narrative:
The investigation determined that a (B)(6) result was obtained a patient processed on a vitros 3600 immunodiagnostic system, when compared to (B)(6) results from a non-vitros system. Results of analysis of additional (B)(6) marker assays provided by the customer indicate the patient may have been exposed to (B)(6). In addition, the same sample, when diluted 20 fold and retested on the vitros system, generated a (B)(6) result ((B)(6)). The assignable cause of the event is unknown, however, the possibility that an unknown sample interferent had contributed to the results could not be ruled out. The investigation did not identify an analyzer malfunction. There is no evidence to suggest that vitros (B)(6) reagent is not operating as intended.

Event description:
A customer observed a (B)(6) result ((B)(6)) on a single patient sample tested on the vitros 3600 immunodiagnostic system, when compared to a (B)(6) result from a non-vitros system ((B)(6)). Biased results of the magnitude and direction observed could lead to inappropriate physician action. The (B)(6) result was not reported outside the laboratory and there was no allegation of patient harm as a result of this event. (B)(4).